Event description:
During the eval of a returned spectrum infusion pump, 30 occurrences of "upstream occlusion" alarm were identified in the event history log, which indicates a potential malfunction of the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The reported "upstream occlusion" alarms were confirmed through the event history log review. The ultrasonic sensor was found to be out of specification and has been replaced.